Manufacturer narrative:
The malfunction was duplicated and attributed to a faulty resistor on the pace/defib engine board. The pace/defib engine board was replaced to remedy the reported problem. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device failed to charge. Complainant indicated that there was no patient involvement in the reported malfunction.